Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's technical services (ts) confirmed the reported issue. Provided customer with part ID and advised pm may also be faulty. The customer replaced the defective overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the device displayed error led overlay failure. There was no patient involvement.